Event description:
A health care provider(hcp) reported that during thyroid tumorectomy surgery, the recurrent laryngeal nerve was certainly stimulated but no response was obtained so it was suspected that there was a defect. There was no intervention planned/performed. There was no procedure delay. The reported product was continued to be used and the procedure was completed. There was no patient impact.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of the device found that visually, portions of the wire harness were cut which would not allow for an end-to-end continuity check. Electrically, the cut wire harness electrodes were stripped, and continuity was measured from the stripped ends to the trace pads; resistance (from end to end) shall be less than 200 ohms and the actual measurements were 61.1 ohms (blue), 26.2 ohms (blue with white stripe), 21.2 ohms (red), and 31.6 ohms (red with white stripe) in which all of the electrodes were within specification. A stylet was used to manipulate the shape of the device and there was no intermittent behavior. Due to the cut wire harness, the emg tube could not be functionally tested via a nim system. For additional analysis, a syringe was used to inject 15-cc of air into the cuff balloon and inflation and deflation occurred normally with no issues. H6: previous codes fdm - b21, fdr - c21, fdc - d16 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up it was reported that stimulation was set up to a maximum of 3.0 ma and threshold set to default setting (probably 100 v). Unknown if it was left or right, electromyography reaction was obtained on one side and the patient was able to use it normally, but emg reaction was not obtained even once on the other side. So it seems that the display was as usual and the value was equivalent to the set current value. Stimulus delivery tone heard when attempting to stimulate the nerve. The waveform was also confirmed on one side where the initial reaction was obtained. Waveforms could not be seen on the other side of the non-reaction. No error messages displayed. Since the procedure does not produce vagus nerves, stimulation is not performed. Nerves that did not respond did not respond at all. When checked for patient¿s nerve integrity prior to closing the site, nim response was not obtained. In that situation, nerve health was not confirmed (no problem at the time of postoperative confirmation). Only one shot of propofol/remifentanil m uscle relaxant at the time of introduction was used. Since the first side had a reaction, the probe was continued to be used until the end. Although stimulation was continued with the probe at all times, no reaction was obtained for other side, so ope was ended based on visual judgment based on previous experience. After surgery, no problem was observed in the function of the vocal cord (no paralysis). Additional information received: currently, only trivantage 7 mm is in stock, and in this case, 8 mm should be the adapted size (a little uncertain). Since the angle of the mouth was fixed, there is a possibility that the opposite vocal cord muscle and electrode were not crimped sufficiently, and the reaction could not be obtained (whether the left and right side is unclear). However, because the impedance check displayed a check mark, it was judged that there was no problem with installation at that time, but the sale rep explained that this point is merely showing the degree of crimping with the tissue, and there is no guarantee that the electrodes were accurately touching the vocal cord muscles. Based on this discussion, it was speculated that the event might be caused by the fact that the angle of mouth was fixed at an inappropriate size, the crimping of the opposite electrodes and vocal cord muscles was insufficient.